Event description:
The rotator broke during a left ventriculography procedure. Inject conditions: flow- 10, volume- 25, pressure- 1000 psi. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned for evaluation. The complaint is not confirmed. A review of the device history record did not reveal any exception documents. Complaint database was reviewed and found no similar complaints for this lot number. Similar devices underwent various testing protocols to determine root cause(s) for this type of reported failure. The root causes of the failure are attributed to the mfg bonding process. Corrective actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. Similar devices were evaluated, device history record was reviewed, complaint data base was reviewed.